Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument was no longer running on battery power was verified during service. The batteries could not be charged due to low charging voltage. Service technician found that the power supply was defective. The batteries could not be charged due to low charging voltage. The issue will be resolved by replacing the assy system controller, and power supply. Preventive maintenance will be performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use, this bio-console 560 instrument was no longer running on battery power. The battery charger indicator was orange even when the unit was connected to mains. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the battery was installed on (B)(6) 2024. The lot number of the battery removed was 0012325781. The battery power was not used. The displayed battery charge indicator and battery alarms were working appropriately. The issue was that the power supply was defective, the batteries were in good shape.

Manufacturer narrative:
Updated device evaluation summary: the reported issue that the instrument was no longer running on battery power was verified during service. The batteries could not be charged due to low charging voltage. Service technician found that the power supply was defective. The batteries could not be charged due to low charging voltage. The front screen of the base was blank due to a faulty system module. The issue was resolved by replacing the assy system controller module and power supply. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.